Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: during investigation, the display lens was found to be intact with no cracks. The pump was opened to inspect the display screen and no cracks were found. Unrelated to the original complaint, cracks were found in the battery compartment case seal to the left of the bumper and at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.